Manufacturer narrative:
Concomitant products: olympus endoscope, olympus introducer (104q), and a metii-35-480 wire guide. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form that have not been previously submitted indicate the information is unknown or unavailable.

Event description:
The complainant reported that the pressure gauge wouldn¿t go up during balloon inflation. The balloon was inserted into the cbd (common bile duct) and a leak was discovered when the balloon was removed; the hole was noted to be in the distal section of the balloon. The ercp (endoscopic retrograde cholangio-pancreatography) procedure was completed with a new balloon. There were no reported adverse consequences to the patient as a result of the product problem.